Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that the pump was intermittent rapidly depleting. Additionally, it was reported that the pump battery was not charging, causing the pump to shutdown. The customer's blood glucose level ranged from 100-393 mg/dl. Reportedly, the customer reverted to manual injections for insulin therapy.